Event description:
Device received from USA for servicing. During servicing, it was found that the device exhibited cosmetic damage. The device was not used in surgery. It is unk if injury or medical intervention occurred. There is no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).